Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis indicated normal battery depletion, and device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that elevated threshold and impedance values were observed on the right ventricular (rv) lead, and the device was suspected for early battery depletion. The lead was capped and replaced. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 457445 lead, implanted: (B)(6) 2006. (B)(4).